Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission noted that the pacemaker exhibited intermittent far field r wave oversensing resulting in inappropriate automatic mode switch (ams). Programming changes was suggested, no change or intervention was reported. There were no patient consequences.